Manufacturer narrative:
According to the complainant the device is not being returned for investigation. The cannula had dislodged and bent/ kinked from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 350 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being dislodged and bent/ kinked, while wearing it on the leg. For treatment, the patient gave a pen injection. The ketones were negative.